Manufacturer narrative:
The customer moved the affected patients to a different central station to continue monitoring. A spacelabs field service engineer went on site and was able to confirm the reported issue of a loss of license. The fse continued to relicense the exhibit and after it was licensed, the device worked as expected. A loss of exhibit license is typically due to a corrupted license file. While re-licensing the exhibit resolved the reported failure, the cause could not be conclusively determined.

Event description:
The customer reported that they lost telemetry monitoring due to a exhibit central station that abruptly lost its license. There was no patient or user harm associated with this event.